Event description:
Caller states the patient tested 6.6 inr on the coaguchek s system and 3.5 inr on a comparison lab. Caller states that one coumadin dose was held for the patient after the lab result was reported. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.